Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Affected side is right.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend: (B)(6) hospital, (B)(6) 2020. Primary date: (B)(6) 2020 by dr. (B)(6) at (B)(6) hospital. Reason for revision: dislocation due to uncompliant patient. Revision components. Revision was done as the patient had a very lax and loose shoulder joint, surgeon acknowledged on primary it was likely going to a cta revision due to the patient not being compliant in combination with poor soft tissue. Patient dislocated twice in the last two weeks and revised to a cta head.